Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient (pt) had a pocket revision because the implanted neurostimulator (ins) had become tilted and uncomfortable for the pt. The rep noted that the pt also has a lot of skin folds and the ins was mobile in the pocket prior to the revision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the the rep. It was reported that while doing a pocket revision, the surgeon noticed that the lead in the 0-7 port came out without loosening the setscrew. When they tried to tighten the setscrew with the lead in the header block, the torque wrench would click but the setscrew was not tightening down on lead. The surgeon did say it felt like a regular setscrew and felt as though the setscrew was loosening and tightening. The caller noted that impedance were high on #0 at the time. Technical services (tss) reviewed this would be expected since the setscrew comes down on #0. They were able to implant 2nd ins without incident and tighten down setscrew successfully. #0 high imped resolved with 2nd ins. Caller will be returning ins for analysis.

Manufacturer narrative:
H3: product ID 97715, serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected/updated b5 to reflect all rec'd information, updated section e and g2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the the rep. It was reported that the event date was may 2022, hcp reported the issue, patient's weight was unknown. While doing a pocket revision, the surgeon noticed that the lead in the 0-7 port came out without loosening the setscrew. When they tried to tighten the setscrew with the lead in the header block, the torque wrench would click but the setscrew was not tightening down on lead. The surgeon did say it felt like a regular setscrew and felt as though the setscrew was loosening and tightening. The caller noted that impedance were high on #0 at the time. Technical services (tss) reviewed this would be expected since the setscrew comes down on #0. They were able to implant 2nd ins without incident and tighten down setscrew successfully. #0 high imped resolved with 2nd ins. Caller will be returning ins for analysis.